Event description:
Adverse event(s): "no clinical consequences" (no consequences or impact to patient). Product problem(s): "inferior tip doesn't fit in the trocar cannula" (fitting problem). A facility reported, the inferior tip did not fit in the trocar cannula of the pak. A sample was being sent in for in-house testing. No clinical consequence was reported. Additional information from the nurse indicated, there was a 5 minute delay in surgery. A different vitrectomy pak was used and the procedure was successfully completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).